Event description:
It was reported that: "the pt was infected. Therefore, dr. (B)(6) removed the components, washed pt out and reimplanted components. Dr. (B)(6) considers this to be an infection issue and not an implant issue therefore, he will not be sending any pt info, medical records, x-rays, or implants."

Manufacturer narrative:
The following other hip devices were also listed in this report: unk secure fit #9 x 13, unk trident psl 56, unk l fit head 36 -5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the reported devices cannot be performed as the devices were not returned to the MFR. Catalog number and lot numbers for the reported devices were requested. Should additional info become available, the eval summary will be submitted in a supplemental report.